Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device clipped several times, then jammed and would not open. It was released from tissue. There was no damage to the tissue. A new device was used to complete the procedure. There was no pt impact.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.